Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source exhibited image flickers and sometimes the light won't be lit up. The reported issue occurred during an unknown therapeutic procedure and the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over twelve (12) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the image flickering the problem was not reproduced, in addition, the device was not returned to the manufacturing factory. Regarding the front panel indicator flashing and lamp cannot be lit, it was presumed to be a faulty limit switch. However, the definitive root cause of the faulty limit switch could not be determined. Olympus will continue to monitor field performance for this device.